Event description:
A discordant result for calcium (ca_2) was obtained on an advia 1800 instrument. The result was low and not consistent with a previous result of the same patient. The customer did not report the low result. The same sample was rerun on the same instrument and a higher result was obtained. This result was consistent with patient's medical history and was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant ca_2 result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the discordant ca_2 result was a malfunction in the sample and reagent wash pumps (srwp). The fse rebuilt the srwps. The instrument is performing within specifications. Further evaluation of the device is not required.